Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated, loss of telemetry. The patient was not symptomatic. The device was reprogrammed successfully.